Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image whiteout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: electrical connection problem. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented lines on screen when plugged in during inspection for use. There were no reports of patient harm.